Event description:
Major pump unit(s) involved: drive unit failure. Additional text: patient complained of lvad alarms. Specific component(s) involved: external controller malfunction. Additional text: lvad alarms. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: external controller malfunction.